Event description:
Related manufacturer reference number: 2017865-2022-13679. It was reported that the asymptomatic patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture and the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switching. The noise was not reproducible. The cardiovascular technologist elected to monitor ra and rv leads. The patient was in stable condition.

Event description:
New information noted that programming changes were made. The patient was in stable condition.